Manufacturer narrative:
Concomitant products:  product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of occipital neuralgia. The patient reported that they didn't put the leads in deep enough, as there was fluid coming out of a little hole where the leads were. The patient also stated that the system suddenly stopped working. It was determined that the leads had moved to the surface. The patient was sent to see a healthcare provider (hcp). The entire system was removed and the patient was without a system for 6 months. The patient's system was removed as they weren't sure if there was an infection. It was unknown if there were cultures taken, but the patient was given oral antibiotics. The patient stated that as far as they knew they were just being precautious. When the system was reinstalled it was placed on the left side. The system was explanted about 2 months after it was installed in (B)(6) 2007. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.